Event description:
It was reported that the patient had drainage at the thoracic incision site with symptoms of sensitivity, swelling, redness and drainage. The physician believed that infection was device or procedure related and a reaction to the tape. The patient was doing well.